Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) discussed with the boston scientific representative that this patient is not currently assigned to a primary clinic in the remote monitoring system after changing their following physician and following clinic, but they do have a communicator. Ts provided guidance that they could enroll the patient in the new clinic in the remote monitoring system and have the patient transmit device data remotely to review. Ts noted that the lead is a competitor lead in service since 2008 and the ICD device does not have the new device header design enhancement of newer boston scientific devices. As a result, this could be a possible device header spring contact issue, or the rv lead could be compromised as well. Ts recommended to perform an evaluation in the clinic to confirm the cause. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) discussed with the boston scientific representative that this patient is not currently assigned to a primary clinic in the remote monitoring system after changing their following physician and following clinic, but they do have a communicator. Ts provided guidance that they could enroll the patient in the new clinic in the remote monitoring system and have the patient transmit device data remotely to review. Ts noted that the lead is a competitor lead in service since 2008 and the ICD device does not have the new device header design enhancement of newer boston scientific devices. As a result, this could be a possible device header spring contact issue, or the rv lead could be compromised as well. Ts recommended to perform an evaluation in the clinic to confirm the cause. The products remain in-service. No patient symptoms or adverse patient effects were reported.